Event description:
Suture breakage: customer reports that suture broke while completing anastomosis. Vessel anastomosis was redone. There are no reported adverse consequences to the patient related to this event. Note: outcome to paitent does not denote adverse enent. MDR regulation of 07/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.